Manufacturer narrative:
On 12-jan-2026, information was received providing additional products involved in the event that were classified as not related to the adverse event. All items have been added to section d10. Concomitant medical products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-mar-2026, additional information was received indicating the index procedure date was updated from (B)(6) 2025 to (B)(6) 2025. Additionally, the adverse event term was updated from postinterventional aneurysma spurium at the right groin to ¿postinterventional spurious aneurysm of the right superficial femoral artery¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The patient underwent index ablation procedure with a vizigo the patient experienced postinterventional aneurysmal spurium at the right groin. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
The patient underwent index ablation procedure with a vizigo the patient experienced postinterventional aneurysmal spurium at the right groin. On (B)(6) 2025, the adverse event start date, the patient experienced postinterventional aneurysmal spurium at the right groin (adverse event # 1) categorized as moderate and not serious. The relationship to the study device of qdot micro catheter was classified as not related. The relationship to the index study procedure is considered causal. The patient¿s outcome was reported as resolved with an end date on (B)(6) 2025. Intervention was other thrombin injection.